Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead considerably increased the pacing threshold. The programming was changed to monopolar and the output adjusted, however, there was still failure to capture. The lead was then explanted and replaced due to suspicion of ventricular perforation. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead considerably increased the pacing threshold. The programming was changed to monopolar and the output adjusted, however, there was still failure to capture. The lead was then explanted and replaced due to suspicion of ventricular perforation. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.